Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that system was not boot. System was left not plugged into hospital wall. System needed all new ias batteries. All 8 trays were replaced. System up and running per asm. Returning to customer for use. Codes b01, c02, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000162r, product ID: bi71000163r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system battery lights are red and after plugged in overnight, the system will not hold charge. Manufacturing representative indicates that when umbilical cord is detached, system shuts down immediately. There was no patient involvement. Site had the system unplugged for a week before plugging it in last night. Manufacturing representative left the system plugged in over night and returned to the system today finding this issue stated in the case.